Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218700. Model: sc-2218-70. Serial: (B)(6). Batch: 7085714. Product family: scs-ipg-pc upn: m365sc14160. Model: sc-1415. Serial: (B)(6). Batch: 203166.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. It was noted that the patients left lead had migrated. The patient underwent a revision procedure where the ipg and leads were replaced. The explanted ipg and leads were discarded by the medical facility.

Event description:
It was reported that the patient was experiencing inadequate stimulation despite multiple reprogramming attempts. It was noted that the patients left lead had migrated. The patient underwent a revision procedure where the ipg and leads were replaced. The explanted ipg and leads were discarded by the medical facility. Additional information was received that the reason for ipg replacement was due to physicians preference.